Event description:
The table was brought into surgery and the battery was dead (no lights). When the table was plugged in, it was still not functioning. With patient on the table, the staff unlocked the safety locks and attempted to rotate table; however, they had failed to ensure the patient was properly secured to the table with the patient safety straps. This failure caused the patient to fall from the table during rotation. No injury was reported by hospital.

Manufacturer narrative:
A service call from the hospital was noted, as a patient related event. The device was evaluated and determined to require much needed repair. The hospital stated that all repairs were completed by their service provider known as (B)(4), the hospital ordered new batteries, base plate trolley and cam follower bearings for the table's mechanical system. A preventative maintenance was requested by mizuho osi personnel and the hospital agreed that it would be best if the repair was completed by mizuho osi.